Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 75mg/dl at the time of incident. The product will not be returned.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test. Device received with cracked reservoir tube lip, broken battery tube threads, cracked case from reservoir tube window corners, cracked reservoir tube window, cracked case from display window corner and cracked case. The test infusion set and reservoir does lock into place.